Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss and charge/battery lasts less than expected, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay, minor scratches on case and broken battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery of the insulin pump was empty after 2 hours. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.